Event description:
An account stated that this bed had no trend function if the head and knee section were flat. There were no injuries in this event.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician adjusted the trend limit switch in order to resolve the problem.